Event description:
It was reported that the bd neoflon¿ IV cannula tip peeled back during the puncture, rendering it defective. The following information was provided by the initial reporter, translated from japanese to english: "when puncturing, the catheter became defect. The issue occurred 4 times."

Manufacturer narrative:
H.6. Investigation: 3 photos were returned for investigation. The 1st and 2nd photos show peelback on catheter tip. The 3rd photo shows the 4pcs top web with batch #7165125-1pcs and #8020474-3pcs. The used sample was subjected to visual inspection. Peelback was observed on the used sample. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. DHR was performed and no abnormalities or a similar qn was observed for this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula tip peeled back during the puncture, rendering it defective. The following information was provided by the initial reporter, translated from japanese to english: "when puncturing, the catheter became defect. The issue occurred 4 times."